Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that the customer experienced high blood glucose level over 400 mg/dl. Customer declined to troubleshoot for their high blood glucose reading. Customer stated that the insulin pump was not delivery insulin. The battery compartment was damaged but ring was not. Products will be returning for analysis.